Manufacturer narrative:
This 45-year-old female patient was identified during an active online listening program. The patient had essure inserted. The case describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods"). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013 she experienced heavy menstrual bleeding (seriousness criterion intervention required), gastrointestinal disorder ("intestinal problems"), dizziness ("dizziness"), back pain ("backache"), arthralgia ("joint pain"), anxiety ("anxiety"), fatigue ("chronic fatigue"), amnesia ("memory loss") and uterine contractions abnormal ("contractions"). Essure was removed in (B)(6) 2020. The patient was treated with surgery (essure removal). In (B)(6) 2020, all of the events had resolved with sequelae. The reporter considered amnesia, anxiety, arthralgia, back pain, dizziness, fatigue, gastrointestinal disorder, heavy menstrual bleeding and uterine contractions abnormal to be related to essure administration. The reporter commented: post published on the france 3 facebook account sharing an article on a female patient who reported serious side effects following the fitting of the implant lot number is unknown. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon receiving a internal review it was confirm case report type changed from spontaneous to study case. No new follow-up information was received from the reporter. Further company follow-up with the consumer or the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") in a 45 year-old female patient who had essure inserted (lot no. Unknown). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2010, the patient had essure inserted. In 2013 she experienced heavy menstrual bleeding (seriousness criterion intervention required), gastrointestinal disorder ("intestinal problems"), dizziness ("dizziness"), back pain ("backache"), arthralgia ("joint pain"), anxiety ("anxiety"), fatigue ("chronic fatigue"), amnesia ("memory loss") and uterine contractions abnormal ("contractions"). Essure was removed in 2020. The patient was treated with surgery (essure removal). In 2020, all of the events had resolved with sequelae. The reporter considered amnesia, anxiety, arthralgia, back pain, dizziness, fatigue, gastrointestinal disorder, heavy menstrual bleeding and uterine contractions abnormal to be related to essure administration. The reporter commented: post published on the france 3 facebook account sharing an article on a female patient who reported serious side effects following the fitting of the implant. Further company follow-up with the consumer or the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") in a 45 year-old female patient who had essure inserted (lot no. Unknown). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013 she experienced heavy menstrual bleeding (seriousness criterion intervention required), gastrointestinal disorder ("intestinal problems"), dizziness ("dizziness"), back pain ("backache"), arthralgia ("joint pain"), anxiety ("anxiety"), fatigue ("chronic fatigue"), amnesia ("memory loss") and uterine contractions abnormal ("contractions"). Essure was removed in (B)(6) 2020. The patient was treated with surgery (essure removal). In 2020, all of the events had resolved with sequelae. The reporter considered amnesia, anxiety, arthralgia, back pain, dizziness, fatigue, gastrointestinal disorder, heavy menstrual bleeding and uterine contractions abnormal to be related to essure administration. The reporter commented: post published on the france 3 facebook account sharing an article on a female patient who reported serious side effects following the fitting of the implant. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-feb-2024: quality safety evaluation of ptc. Further company follow-up with the consumer or the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.